Event description:
Lt was reported that a thrombus and vegetation was observed around the leads in the patients atrium via echo. The implantable pulse generator (ipg) system was explanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).